Manufacturer narrative:
Batch review performed on 01 july 2021: lot 1900227: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with a similar reported event. Additional implant involved: ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot. 1907365. Batch review performed on 02 july 2021: lot 1907365: (B)(4) items manufactured and released on 27-jan-2020. Expiration date: 2025-01-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: cup: mpact 01.32.160dh acetabular shell ø60 two-holes (k132879) lot. 1904329. Batch review performed on 02 july 2021: ¨lot 1904329: (B)(4) items manufactured and released on 27-aug-2019. Expiration date: 2024-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with a similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 11 months after primary the surgeon performed a washout and revised the cup, head, and liner. The surgery was completed successfully.